Event description:
During a robotic assisted radical nephrectomy a physician assistant under the direction of a surgeon attempted to staple a collateral vein with the ethicon ats45 articulating endoscopic linear cutter. The cutter closed but would not fire the staple. The device and packaging were taken off the sterile field and given to or manager. A second device was opened and used without incident.manufacturer response for stapler, cutter, surgical, ets flex: hospital representative for ethicon has picked up device for analysis.